Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the device stopped working due to a fluid loss. The pump and the cuff were removed and replaced, the balloon was plugged and left in the patient and a new balloon was implanted. Upon explant, the source of the fluid loss could not be confirmed. There were no additional patient complications.